Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced an infection and pyogenesis (pus) at the implant site. The existing device was explanted and replaced. There were no device issues and no further patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected, and leak tested. No damage or anomalies were found, and no leak were identified.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced an infection and pyrogenesis (pus) at the implant site. The existing device was explanted and replaced. There were no device issues and no further patient complications reported.